Manufacturer narrative:
The surgery had went well, no cannula was able to be found during the operation. There was lots of pus noted at the site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. We are unable to confirm the damaged cannula. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported after wearing the pod between 36 and 48 hours on the arm the patient noticed the site was itchy and infected. The patient was hospitalized for the site infection and the nurse suspects that the cannula might still be stuck in the insertion site as the patient was not able to see the cannula when the pod was removed from the site. At the hospital an ultrasound and an x-ray was preformed. Antibiotics was prescribed for the patient's site infection. The patient will require an operation to remove the cannula from the insertion site.